Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure to treat polyps performed on (B)(6) 2024. During the procedure, the clip could not be released from the catheter and was embedded in the mucosal tissue. They had to cut the coil inside the handle with wire cutters to get the scope out of the patient. The scope was reinserted alongside the wire, and the wire attached to the clip was followed to the site. Ultimately, the clip was able to successfully pull from the tissue. It was reported that the area appeared irritated and erythematous but was not bleeding, and there was no full-thickness perforation. The procedure was completed with two large and one smaller clip. It was reported that no emergency surgical intervention was required.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the suspected device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.